Event description:
It was reported that during a hysterectomy procedure the tissue pad shifted. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.